Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that during the valve check in the operating room during the procedure, the healthcare professional (hcp) noticed during that the valve flow was faulty as there was a 2 way flow/leak. They decided to replace it with another valve. After the replacement, the new valve functioned correctly. There was a procedure delay, however, it was not significant. The patient's status at the time of the report was alive, no injury.